Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, at the time of the lens preparation for implantation it was noted that the device plunger passed through the side of the lens, which caused the lens to bend incorrectly and it was broken. The surgery was completed on the same day without any impact to the patient. There was no patient contact. Additional information has been requested and received stating that the patient condition was resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).